Event description:
Atrial unipolar area impedance warning on (B)(6) 2022. Tren s c ronica y tren mg ow, stable trends. Noted intermittent atrial under sensing on current egm and some episodes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).